Event description:
Patient's mother reported the patient would "go along, things will be fine for a while" but two or three days his spasticity was out of control and he would "just be flying everywhere" the patient was very spastic for three days and could not pee. This happened at least once a month. The spasticity started on (B)(6) 2012 and on (B)(6) 2012, the spasticity leveled out and now patient was back to normal. The patient was on a very low dose. If the dosing got anywhere around 80 micrograms a day, the patient has a seizure. Patient's mother was concerned if it could be a pump malfunction or something with the catheter that was causing the spasticity. Three months after implant, the patient developed a bulge at the base of spine, near the incision an x-ray was performed and revealed the catheter had slipped down from t3 to t11. The last refill was (B)(6) 2012, the medication was increased by 5%. Currently the patient's dose per day was 61.06mcg. The next refill was december. Per hcp, the patient experienced a few days of increased spasticity. The condition resolved on its own. An increase of 5% was planned. The pump was delivering baclofen.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).